Manufacturer narrative:
No product has been returned for evaluation despite being informed that unused needles would be sent for evaluation. No imaging was received to assist the investigation. The medical advisor reviewed the information provided regarding this complaint as stated: "thank you for asking me to comment on these reported cases since september, some 60 cases in one ivf unit. There are a number of potential causes of vaginal bleeding after a needle is placed through the vaginal vault, but there are only a few that would fit with what is a major change in the clinical results. As a clinician, I would also react with urgent concern. No surgeon likes to have unexplained bleeding; the time taken to achieve haemostasis is difficult if the procedure is performed under local anaesthesia, and delay increases the chance of loss of eggs retrieved because of preoperative ¿ovulation¿ in subsequent patients on the theatre list. Despite the statement that there have been no changes in their theatre protocols, in six years there can occur slow drift in changed procedures followed or instrumentation. Bleeding complications occurring in one ivf unit suddenly and in most of their cases, with no reports of the same complication happening in other units, makes the cause much more likely to be a local factor. Nevertheless, the physician has wisely reached out for us to check if there is a needle manufacturing problem". The medical advisor requested the following information, and the ivf unit response is below: 1. Has there been any change in the stimulation protocols mid-year? One cause of increased bleeding is the use of agonist stimulation protocols. Has there been any change in the anaesthetic used? Answer: no change in any of the protocols. 2. Is the ultrasound machine new or different. Has it been serviced as recommended? The settings need to be checked, and the machine serviced immediately. Answer: machine is the same, and they do regular service. 3. Is the needle guide still the same as earlier in the year? Inserting the needle preloaded into the needle guide can unexpectedly leave more needle tip protruding, with resultant lacerations in vaginal walls, the cervix, or the vaginal vault. Answer: same needle guide. 4. Has the position of the patient in lithotomy varied? Have the stirrups changed? Answer: same protocol regarding patient position nothing changed. 5. Have there been any changes in the personnel in the ivf theatre? Answer: same staff and doctors no one new. 6. Have there been any cases of hemoperitoneum, or have the 60 cases all been ¿vaginal¿ bleeding? Answer: will get back to you regarding this point once the drs confirm. It is certainly possible for two batches of needles to have some problem with the tip; but the risk of bleeding is greater within the pelvis/abdomen than the vagina. There are many more, and larger, vessels within the pelvis. Complaints of only vaginal bleeding but in large numbers suggests to me that this is not likely to be a needle problem, though the assessment by our engineers of the returned samples will be important. 7. Are the cases equally spread among all ivf surgeons who perform egg retrievals? Answer: yes. Review of device history record found that the work orders for lot a1149685 appeared complete and the quality control inspection was verified to ensure that the devices passed inspection. There were no temporary deviations or non-conformances in place at the time of manufacture. The review of the relevant manufacturing records confirms that this is the first report of events regarding lot number a1149685. Review specifications found there are sufficient inspection activities in place that would likely identify non-conforming product prior to shipping. Based on the information provided, a definitive root cause could not be determined. The potential root causes are: - patient related factors. - procedural complications. The user facility had advised that unused needles from the same lot number would be returned for evaluation. If the product is received it will be evaluated, and a follow up report will be submitted. .

Event description:
From customer "I would like to document that we are facing some issues with our ovum pick-ups (opus) and we suspect that the cook double lumen, ovum aspiration needles (k-opsd-1635-b-l , g50899). Since the beginning of september, we have noticed a drastic increase in the cases of vaginal wall bleeding during our opus and the doctors needed to increase the time of operations by more than 30 minutes in their efforts to stop the bleeding." Additional information received "a total of 60 needles were used and had bleeding incidents. After providing needle with another lot number they did not have any bleeding. They reported that there were cases that had to be hospitalized after the procedure due to the bleeding. The doctor's said they had investigated if something else could have contributed to this issue but there was nothing changed regarding any of the procedure and have been working with the same products and same protocols for over 10 years without any issues."

Manufacturer narrative:
Two related complaints with the same event description for two different lot numbers: (B)(4): 30 x k-opsd-1635-b-l double lumen ovum aspiration needles from lot aa1149048, (B)(4): 30 x k-opsd-1635-b-l double lumen ovum aspiration needles from lot a1149685. Unused devices from the same lot number(s) are expected to be returned for evaluation.

Event description:
From customer "I would like to document that we are facing some issues with our ovum pick-ups (opus) and we suspect that the cook double lumen, ovum aspiration needles (k-opsd-1635-b-l , g50899). Since the beginning of september, we have noticed a drastic increase in the cases of vaginal wall bleeding during our opus and the doctors needed to increase the time of operations by more than 30 minutes in their efforts to stop the bleeding." Additional information received "a total of 60 needles were used and had bleeding incidents. After providing needle with another lot number they did not have any bleeding. They reported that there were cases that had to be hospitalized after the procedure due to the bleeding. The doctor's said they had investigated if something else could have contributed to this issue but there was nothing changed regarding any of the procedure and have been working with the same products and same protocols for over 10 years without any issues."